Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The weld on the bottom x-bar ring fractured, rendering the device inoperable. The device had damage on the handle and ring from numerous impacts. The device was manufactured in 2015 and exhibits signs of extensive wear/usage. The fracture was likely due to fatigue loading of the weld joint caused by repeated impacts. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was repored that during surgery the handle broke. Device backup was available and no delay was recorded.